Event description:
It was reported that the device was used during general surgery procedure; the cartridge did not fire. It was necessary to change the cartridge to finish the procedure. There was no consequence to pt.